Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the MFR documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested 09/07/2011 by fax and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported an unexpected outcome in a post lasik pt following intraocular lens (iol) implant surgery. He stated the lens was exchanged. Add'l info has been requested.